Event description:
While attempting to defibrillate a patient, the device failed to discharge via shock button and using internal handles. There was no adverse effect to the patient, due to the reported malfunction. Subsequent testing of the device could not duplicate the malfunction.